Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device damaged by another device (caused damage). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, enlarged atrium, thin leaflets, and large malcoaptation gap. A first clip, a triclip xtw (41213r1090) was inserted and deployed centrally on the anterior and septal leaflets. A second clip, a triclip xtw was then inserted and positioned centrally on the anterior and septal leaflets. However, the second clip interacted with the first clip, causing the first clip to detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the first clip, the second clip was repositioned next to the first clip. A third clip was then inserted and deployed on the tricuspid valve, reducing tr was to a grade of 3. There was no clinically significant delay in the procedure.